Event description:
It was reported PICC was placed in patient and noted to be clogged. When the line was removed from the patient, catheter was noted to be kinked in two areas. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter kinking and occlusion was confirmed. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. A statlock securement device was applied to the suture wings and needleless injection caps were attached to both luer adapters. The 0cm through 10cm depth markings were partially worn. A permanent kink impression was observed between the 8cm and 9cm depth markings. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the sample revealed material buckling, wear and discoloration in the vicinity of the kink. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration; however, when the sample was kinked at the permanent kink impression, flowrates were significantly reduced. The reported device occlusion appeared to be caused by kinking of the catheter shaft. The kinking appeared to have occurred following device placement. The location of the damage and depth marking wear suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was placed in patient and noted to be clogged. When the line was removed from the patient, catheter was noted to be kinked in two areas. No other information was provided.